Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use on patient cardiosave intra-aortic balloon pump (iabp) system shutdown said "system failure". No injury or harm reported.

Event description:
It was reported by customer that during use on patient cardiosave intra-aortic balloon pump (iabp) system shutdown said "system failure". There was a fault 58 and 124 in the fault logs. No injury or harm reported.

Manufacturer narrative:
Updated fields - b4, d9 return to manufacture date, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the drive manifold assembly. The unit passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received the following parts associated with this complaint compressor, drive manifold these parts were received with a reported unit failure of: system shut down on patient. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the parts into the cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual the fat proceeded to perform the all manifold tests to test the drive manifold for leaks. The drive manifold passed testing. The compressor was tested and passed all testing. The fat dept. Then performed an autofill and pumped the unit for 2.5 hours. The fat dept. Could not duplicate the complaint of system shut down. The parts passed testing. Retaining the parts in the fat dept. Per procedure the most probable root cause is component reliability.